Event description:
During a pacemaker replacement procedure, when connecting a lead to the pacemaker, the screwdriver presented resistance when removed and it was necessary to unscrew it a little in order to be able to extract it. When removing the screwdriver, the setscrew came attached to it. The device was therefore replaced. After the procedure, the process was repeated without a lead and this time the connector block was attached to the screwdriver.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement procedure, when connecting a lead to the pacemaker, the screwdriver presented resistance when removed and it was necessary to unscrew it a little in order to be able to extract it. When removing the screwdriver, the setscrew came attached to it. The device was therefore replaced. After the procedure, the process was repeated without a lead and this time the connector block was attached to the screwdriver.